Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Device returned and not reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error e237 and shield cover is dirty. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication error e237 is due to corrosion on plug unit, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Based on the results of the investigation, the foreign material regarding shield cover is dirty could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a scope communication error. There were no reports of patient harm.